Event description:
Following placement of the device, the internal bumper lodged "between the peritoneum and the stomach". Pt was fed before confirming placement. Physician's opinion was that the bumper was too soft, but used a second kit without complications. Bumper was surgically removed. Complications caused the pt to be admitted to ICU. One pt involved. Note: the event date given above is approximate.